Manufacturer narrative:
Corrected data: g.3 aware date in previous medwatch should have been listed as 12jun2025.

Event description:
Patient reported "my breast implants are affected by your recall. I'm planning an en-bloc resection". Patient representative later reported "chest pain, constant tiredness, capsular fibrosis 3, depressive stress disorders, anxiety and sleep disorders". Healthcare professional later confirmed "capsular fibrosis third degree, anxiety disorders" with ultrasound. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-11157. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "my breast implants are affected by your recall. I'm planning an en-bloc resection". Patient representative later reported "chest pain, constant tiredness, capsular fibrosis 3, depressive stress disorders, anxiety and sleep disorders". Healthcare professional later confirmed "capsular fibrosis third degree, anxiety disorders" with ultrasound. This record relates to the left side. The device has been explanted.